Manufacturer narrative:
The device history record (DHR) could not be reviewed for the part numbers associated with this complaint, as the batch/lot number is unknown. A two-year review of the complaint database identified one (1) complaint for part-number 218-2004, which is the complaint within this report. For the same timeframe, a search identified two (2) complaints for the 217-16xx part number family, one of which is related to post-op allergic reaction/hypersensitivity and is the complaint within this report. No additional complaints were identified for the reported issue of post-op allergic reaction/hypersensitivity. There were no details provided on the reported reaction and follow-up attempts did not succeed in obtaining any further information. Based on the review of risk documentation, potential causes of post-op allergic reaction are material not to specification, inadequate design, or human error (failure to determine patient allergies). However based on the limited information received and the investigation performed, the root cause could not be determined. Related report: 2027754-2023-00052.

Event description:
The patient called into the osteomed customer service department regarding osteomed part numbers 218-2004 and 217-1604. The patient reported she is having a reaction to the metal(s) in these products and requested the metal composition in these products. No further information could be obtained despite multiple follow up attempts. This is report 2 of 2 for this event.